Event description:
Instrument failure - during surgery, while placing the locking screw in the glenoid head, the torque driver started slipping with half the tension normally required according to the surgeon. The surgeon used the 3.5 hex driver to manually advance the screw, but while tightening, the screw snapped. The remaining portion of the screw was left in the patient due to inability to remove it.

Manufacturer narrative:
On (B)(6) 2012 it was reported by an agent that during surgery while placing the locking screw in the glenoid head the torque driver started slipping with half the tension normally required according to the surgeon. He took the 3.5mm hex driver and manually was able to advance the screw but while tightening the screw snapped. The remaining portion of the screw was left in the patient due to the inability to remove it. Refer to investigation (B)(4) for the (B)(4) instrument. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was left in the patient. The device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 31 prior complaints for this part number. This is the first complaint for this lot number. The root cause for this complaint is that the retaining screw broke while being installed in the rsp baseplate. The surgeon felt the torque wrench started to slip at a lower torque level so he switched to a manual driver and advanced the screw but caused it to fracture. (B)(4) showed the torque limiting driver was only in service three months making it unlikely that it was a contributing factor in this complaint. Other factors such as; cross-threading, debris in the threaded hole, or thread damage contributed to the screw not installing easily. Torque applied to the manual hex driver most probably exceeded 22.5 in-lbf and ultimately the design limits of the screw causing it to fracture. There is no evidence of a process or product design problem contributing to this complaint.